Event description:
On january 26, 2007, the lay user/pt contacted lifescan (lfs) alleging the one touch ultra test strips were bending and difficult to insert into the one touch ultra meter. The medical affairs specialist (mas) contacted the pt to obtain and verify info; however was unable to reach him by telephone. The mas mailed a letter requesting the pt contact medical affairs. The mas also reviewed the recorded telephone call. For an unspecified time period, the pt noted the reported test strips would bend upon insertion into the reported meter; he was unable to obtain a blood glucose reading. On an unspecified date in may, 2006, the pt attempted to test his blood glucose level, but was unable to do so as the strips would not fit into the meter's test strip port. At that time, the pt was experiencing "high" blood glucose level symptoms. The pt administered self-care by taking his oral diabetes medication. The pt then took himself to the emergency room, where his blood glucose level was tested to be 189 mg/dl. He was treated with an insulin injection. It would have been helfpul to determine how long the strip insertion issue had been occurring, if the pt was able to obtain any actionable results and if so what those readings were prior to the onset of symptoms, his specific symptoms, his medication regimen, if the pt took his normal meals and medication doses despite not being able to test his blood glucose level and if the pt had a backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt noticed the bending test strips in a newly opened vial of strips. The meter and test strips were replaced. It is not known what specific hyperglycemic symptoms the pt experienced. The pt alleged he was unable to obtain a blood glucose reading because the reported test strips were difficult to insert into the meter. The pt received emergency medical attention and treatment with insulin, therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them, if the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.